Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the thumb advancer was confirmed. The reported bend to the vessel locator wins was not confirmed as there was no damage observed to the vessel locator wings. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Femoral angiogram results calcification present at access site. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. In this case, the calcification would not have directly contributed to the reported event as the mechanical jam was related to angle change during thumb advancer/slider stroke. The observed evidence of damage to the flex-guide carving and garage leaves indicates there was device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. Interaction with these internal components subsequently contributed to the reported mechanical jam with the thumb advancer. The reported damage to the vessel locator wings was not confirmed as there was no damage observed to the vessel locator wings on the returned device. However, there was damage noted to the garage leaves which may have been the damage that was reported as the vessel locator wings. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a starclose device after a recanalization and stenting of the blockage of the base of the superior mesenteric artery using a 7f sheath. Reportedly, when attempting to advance the thumb advancer to split the sheath, there was resistance. The thumb advancer became stuck and could not split the sheath. The safety release button was activated to remove the device. Upon removal of the device, it was found that one of the four metal tips [vessel locator wings] were bent at a 90 degree angle. Manual compression was used to achieve hemostasis. Prolonged bedrest and additional hospitalization was required as there was an increased possibility of bleeding from the access site. No additional information was provided.

Manufacturer narrative:
Device code 1494 clarifier: indication for use manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.